Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the device was not locking with the mating device. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated complaint sample was evaluated and the reported event was confirmed. Visual examination identified that the dovetail feature was compressed down at least on one side and the rail was damaged; indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. It is likely that the problems encountered are related to surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Initial notification date was reported incorrectly and is being corrected to feb 15, 2018 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated corrected if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.